Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file was provided. Review of the data showed segments 1 and 2 were determined to be not shockable. Secgment 1 was classified as a slow ventricular rhythm due to a very large deflection at the start of the segment. Segment 2 was classified as having no matching condition. The rhythm during segment 2, while not normal, appears to be more organized and have a slower rate the ventricular fibrillation. Segment 3 also appears to have beats but the faster rate and variations in amplitude between detected beats made the segment appear to be shockable to the analysis program. With one segment resulting in shockable, the overall result was no shock advised. The deflection at the start of segment 1 appears to be a shock delivered by another defibrillator. The resulting rhythm change from that shock, may have affected the analysis results. In total 14 shocks were delivered to this patient by a second defibrillator during the time data was being recorded. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.